Event description:
It was reported that the patient presented prior to surgery. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2024. The patient was is stable condition.